Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service department of olympus india. The inspection of the subject device by the service department of olympus india confirmed followings: lighting failure due to a faulty igniter. (The emergency lamp lights up) the service department of olympus india checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the failure of the igniter due to the repeatedly use for a long-term use because more than 9 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the examination lamp did not work during preparation for use. Then, olympus inspected the device at the service department of (B)(4) and found the spare lamp error due to the defect of the igniter. There was no report of patient injury associated with this event.